Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 20 mg/dl at the time of the incident. The customer was at 115 mg/dl at the time of the call. The customer was given glucose to treat. The customer experienced symptoms such as convulsing. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The customer's levels were at 600 mg/dl before the low incident and the customer treated using the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test or verify possible over delivery anomaly due to prime anomaly.